Event description:
It was reported that during a lavh procedure, the surgeon states that the device crunched while firing and the staples did not form properly. Another firing was completed and a crunch was heard again with same results. Completed with another device on the same product code. No patient consequence. One device returning.